Event description:
Boston scientific received information from this patient that she was mislead about the size of this device. She stated she has pain everyday around her incision and a burning feeling as well. The device has migrated under her armpit and she needs to wear a push up bra to keep the device from moving around. Additionally, she stated there is a pointy thing coming out of the lower part of her incision. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific patient services advocate discussed the issues with the patient and suggested getting a second opinion from another physician. The patient will follow up with her physician regarding the issues. Efforts to obtain additional information regarding the reported observations were unsuccessful. According to our resources, the device remains actively implanted and no intervention has been reported. This product issue will be updated if additional information is received.